Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 53 mg/dl. Bg was addressed with glucose tablets. Reportedly, customer had just worked out and reported being a brittle diabetic.